Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported having an ulcer at 7:00 o'clock beneath the skin barrier that started in (B)(6) while using a competitors product; that healed and recently reopened with the use of a convatec product. She further reported that the area weeps serous fluid. Her surgeon suggested a one piece appliance and prescribed augmentin 875mg twice daily.

Manufacturer narrative:
It was discovered on august 31, 2015 that the manufacturer report number was omitted from page 3 on the initial MDR that was reported to the FDA on august 26, 2015 - MFR# 1049092-2015-00491. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).